Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received for evaluation. Visual inspection and functional test were conducted. The reported delivery accuracy issue was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The expulsor will be trimmed to resolve the issue.

Event description:
There was no patient involvement.

Event description:
Information was received indicating that a smiths medical pump was over infusing. There were no reported adverse events.